Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer did not observed insulin dripping out of the cartridge tubing during the load fill tubing sequence. Additionally, it was reported the customer received a minimum fill notification. Reportedly, the cartridge was filled with 190 units of insulin. A cartridge change was performed resolving both issues and insulin deliveries were successfully resumed. Blood glucose level was in the 200's mg/dl range.